Event description:
Pt reported noticing some days ago that the coating on the up/down buttons of the infusion device was defective but the buttons continued to work. Pt stated he continued to use them, but now all of the buttons of the infusion device do not work. Pt has a backup infusion device. No further info is available. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.